Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber : # (B)(4). The hp2 device was returned to the factory for evaluation. Sign of clinical use and no evidence of blood were observed. A visual inspection was conducted. The c-ring was observed to be completely intact. No visual failures were observed. A mechanical evaluation was conducted. A reference endoscope and harvesting tool were inserted and retracted without any observed difficulties. The device was evaluated five times for the scope's ability to fit inside the cannula bell and for the harvesting tool to fit inside the tunnel. A second investigator was able to insert and retract the endoscope and the harvesting device with no difficulties. Based on the returned condition of the device and the results of the investigation the reported failure mode ¿fitting problem; cannula¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 endoscope would not pass through the cannula. Additionally, the harvesting tool would not pass through the cannula either. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw #(B)(4). Autonumber : # (B)(4). The cannula device was returned to the factory for evaluation. Sign of clinical use and no evidence of blood were observed. A visual inspection was conducted. The c-ring was observed to be completely intact. No visual failures were observed. A mechanical evaluation was conducted. A reference endoscope and harvesting tool were inserted and retracted without any observed difficulties. The device was evaluated five times for the scope's ability to fit inside the cannula bell and for the harvesting tool to fit inside the tunnel. A second investigator was able to insert and retract the endoscope and the harvesting device with no difficulties. Based on the returned condition of the device and the results of the investigation the reported failure mode ¿fitting problem; cannula¿ was not confirmed

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 endoscope would not pass through the cannula. Additionally, the harvesting tool would not pass through the cannula either. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 endoscope would not pass through the cannula. Additionally, the harvesting tool would not pass through the cannula either. A replacement device was used to complete the procedure. The hospital did not report any patient effects.